Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead was determined to have t-wave oversensing (twos) and reprogramming was done.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock and that the right ventricular (rv) lead had noise on the can to superior vena cava (svc) vector. The rv lead is still in use. No further patient complications have been reported as a result of this event.